Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was broken during insertion into the eye. There was no patient injury. No other information is available.

Manufacturer narrative:
Additional information: the product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 10, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod fully advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; the cartridge tip was observe to be slightly deformed. The lens module was inspected revealing no issues. Device assembly inspection revealed no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ovd may have been used. Plunger rod and plunger rod advancement inspection revealed no issues. The lens was received cut in half and coated in viscoelastic residue (one lens half was not received). The lens was cleaned revealing the lens was scratched and had one haptic detached. The complaint issue haptic damaged was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. The following sections were updated: section e1: initial reporter : reporter name: replaced from (B)(6). Section e1: initial reporter: email address: replaced from (B)(6) to unknown, information not provided. Section e2: health professional: checked as yes. Section e2: occupation: replaced to physician from non-health care professional. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.